Event description:
A zoll distributor returned a charger/modem to report that the charger/modem was unable to charge a battery pack.

Manufacturer narrative:
Device eval summary: device eval summary of charger/modem sn (B)(4) has been completed. The reported problem (cannot charge battery pack) was confirmed. As received, the charger was unable to recognize and charge a battery pack. Upon eval, there was liquid contamination on the battery board and the u13 8-bit cmos flash micro-controller was corrupted on the bedside board. The cause of the inability to recognize and charge the battery pack is the contaminated battery board and corrupted u13 component. The root cause of the contamination is likely liquid ingress. The root cause of the corrupted component cannot be positively identified. No adverse event resulted from the contaminated board or corrupted component.